Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the complaint for more information regarding the specific circumstances of this event.

Event description:
It was reported that the system had a latitude electrogram with some oversensing of non-physiological noise. There was no impact on therapy. Technical services reviewed and discussed some testing and programming options. The device sensing vector has now been programmed from primary to secondary. There were no adverse patient effects. The system remains implanted.